Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 12.0 mmol/l at the time of the incident. The customer reported that the clear plastic ring at the top of the reservoir compartment came loose and they had to glue it back on. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to a missing retainer and a missing reservoir tube o-ring. The device had a scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, end cap address label peeling, and minor scratched lcd window.